Manufacturer narrative:
Continued e.1. Zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hole in the tissue expander.

Event description:
Physician reported unknown side tissue expander with a hole. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ broken device: observed an opening on radius and anterior assessed as surgical damage. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was received out of its sealed package.

Event description:
Physician reported unknown side tissue expander with a hole. Device was not implanted.